Manufacturer narrative:
(B)(4). Batch # l55127. Additional information was requested and the following was obtained: please clarify what was meant by, this would not lock? I mean by locked the jaws closed and it was difficult for the doctor to open them again. It seemed they were stuck. Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? What color cartridge was being used? (I have no info about that) how was the procedure completed? The doctor eventually opened the jaws after 10minuts of struggle. The analysis showed that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a metabolic bypass procedure, when shooting, the mechanism that releases the blade is jammed. It did not cut, it seems to stay locked at the time of closing the trigger. This would not lock. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.